Event description:
Patient reported that one of his v-go devices fell off. Patient stated on tuesday (B)(6) 2020 he was doing yard work and had been sweating went inside to take a shower. While in the shower the patient explained the v-go almost entirely fell off, as it was staying on his skin only by a small portion of the adhesive padding. The patient did prepare the site properly before applying the v-go and stated there was no interference with clothing when this event occurred.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.